Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips fiels service engineer (fse) inspected the system onsite and confirmed that the system didn¿t start up. Review of the system log file confirmed the malfunction as x-ray pc doesn¿t respond. Upon troubleshooting, fse found that main screen and touch screen was in restricted mode and x-ray pc technical cabinet didn¿t start. To resolve this issue, fse replaced x-ray pc, reloaded the software and configured. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system did not start up correctly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.